Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon noted a capsular tear. A vitrectomy was performed. The incision was not enlarged to remove the lens, one suture was used. The lens did not cause the capsule tear. The cause of the capsule tear was pt related. The lens was discarded.

Manufacturer narrative:
(B)(4) - incision sutured - unlabeled. (B)(4) - no product allegation against the product - labeled. Conclusions - (no device failure): the product pertaining to this event was discarded. Based on the complaint history, it has been determined that the root cause of this event was pt related and was not caused by lens. (B)(4).